Event description:
It was reported that stent dislodgement occurred. A 2.50x12mm promus premier¿ stent was selected to treat the lesion. During unpacking outside patient's body, the stent came off the balloon. The procedure was completed with a 2.50x12mm promus premier¿ stent and it worked fine. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).